Event description:
It was reported that the stent was not able to be inserted over the guide wire. Resistance was felt during placement over the guide wire and the stent was found broken from strong resistance. The stent was broken outside the patient's body.

Manufacturer narrative:
A 6 fr black stent was received broken in two pieces. The breakage was located on the opposite side of the bladder coil (1 pigtail coil). Under magnification, it was observed that the breakage was located in a perforation in the single pigtail coil. During the functional evaluation of the large piece of stent, it was noted a restriction and the guidewire could not advance into the stent. Dimensional evaluation revealed that the internal diameter is smaller than required. A DHR review was conducted for the lot number reported and did not show any deficiencies that would have contributed to the reported issue. There have been no changes in the manufacturing process that could have contributed to the reported event. The instructions for use states in the precautions section: ¿improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Exercise care. Tearing of the stent can be caused by sharp instruments.¿ (B)(4).